Event description:
It was reported that bd alaris extension set was damaged. The following information was received by the initial reporter with the following verbatim: pt was disconnected from lipids, found IV tubing had broken off at the end of the filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported disconnection, and returned one photo of material 10012866, lot unknown. There is no physical sample available, but a photo was returned. The photo was examined and it verifies the complaint of separation at filter inlet-tubing connection. The manufacturing site was unable to verify the root cause of the filter separation without the physical sample return. The photo helps to verify the failure, and also track and trend for other related issues. A device history record review could not be performed on material 10012866 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.